Manufacturer narrative:
(B)(4). Although requested, the device have not been received. A follow up report will be submitted with failure investigation results should the devices be received for evaluation.

Event description:
Customer reported an over infusion of fentanyl; the patient received approximately 1600 mcg over a 10 to 15 minute period. The customer reported an infusion of fentanyl 2,500 mcg/250 ml was started at 50 mcg/h (5 ml/h) on an intubated, agitated patient. The nurse turned to draw the patient's blood and the patient's monitor alarmed for low blood pressure. The nurse thought the patient was sensitive to the fentanyl and decreased the infusion rate to 25 mcg/h (2.5 ml/h). The monitor continued to alarm. The patient remained hypotensive and became unresponsive. The nurse noted that at least 125 ml of fentanyl was gone from the bag. Two doses of narcan 0.2 mg and a 1000 ml bolus of normal saline were administered. The patient responded to the narcan and fluid bolus. The pump module and pc unit were evaluated by biomed. The pump module was out of specification on the first rate accuracy test but within specification on the second test. No further patient effect was observed, and no lasting adverse effects were reported. No further patient/event information was provided.